Event description:
It was reported that the user experienced sustained high blood glucose levels in the 300s while using the ilet and that levels corrected after changing the infusion set, with no alerts or alarms reported and the device component implicated not specified. Symptoms included hyperglycemia. Outcomes included insufficient information to characterize the event impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and the medical device problem and specific device component could not be established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.